Manufacturer narrative:
Unit passed the self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm found in the formatted history file on the event date. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 13:59:00 after more than 7 days at 21.56 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. (B)(6) 2025 12:00:19.000 to (B)(6) 2025 12:17:50.000 failedbatttest (58). Unit was cut/open and inspected and found no moistured damage at the electronic assembly noted. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). Failed batt test not confirmed. Cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm, and a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.